Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a potential infection at incision. Caller was redirected to the healthcare provider (hcp). The patient was having x-ray to determine whether the patient had an infection and, if so, where the infection was located. The caller stated the stimulation therapy seemed to be working really well. The caller stated the infection was noted about a week after they took out the staples, around (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and patient. The hcp reported that there was superficial wound breakdown. Hcp stated this was treated with local wound care. It was reported that tobacco dependence may have contributed to the reported issue. Patient's infection was treated with oral antibiotics. Issue was resolved. The patient reported the cause was due to the surgery.